Event description:
The customer contacted physio-control to report that their device appeared to lock-up upon attempting to power it on. The customer further advised that the display was blank, but the led's on the device's keypad were lit and non-responsive when pressed. As a result, defibrillation was not possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio confirmed that the device locked up with a white display. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed user interface pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. The ic chip was sensitive to heat. The system controller pcb assembly was an ancillary part and there was no failure of the assembly.